Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on (B)(6) 2021. Repeating testing was performed on (B)(6) 2021 and generated negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional data: h10. This supplemental report is being submitted to retract the previous MDR reports as we found these are duplicate to previously submitted reports under the below mentioned MFR reports : 1221359-2021-02078. 1221359-2021-02079. 1221359-2021-02080.